Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. A service history review and visual inspection were performed. The damaged door was identified during visual inspection. The cause of the condition was determined to be door broken/cracked. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door. No additional information is available.